Event description:
It was reported to boston scientific corporation that a cre pro gi dilatation balloon was attempted to be used in the mid esophagus during an esophageal dilation procedure performed on (B)(6) 2026. During the procedure, the balloon could not be inflated. The user reported no physical damage to the balloon but, when inflated on the desk, water appeared to be leaking from an unknown source. The procedure was completed using another cre pro gi dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.